Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, there was an issue with the set screw of the implantable pulse generator (ipg). When connecting a lead to connector and turning the screw, no sound was heard and it was suspected that the screw was spinning. The screw was loosened and tightening was repeated with the same issue occurring. The same issue occurred while attempting to connect other leads. The ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.